Event description:
There was no patient involved in this event. The device is switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in december 2011 and performed to specification up to 3rd november 2013. Multiple manual power ups, mainly of ten minutes duration were observed between the 6th november 2013 and the final history log entry on the 26th may 2015. During this time the installed pad-pak became depleted and was replaced. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of events and the 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.